Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was used. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a scratch was noted on the lens. The surgery was completed without product replacement and remains implanted in the patient's eye. There was no harm to the patient and is currently being followed by the physician for observation.